Event description:
Complaint description: on 10/28/99, the physician was performing a cystoscopy procedure for transurethral resection of a bladder tumor. During the procedure a portion of the ceramic tip of the sheath broke off. The procedure was completed with the same sheath and no pt injury occurred. The physician does not believe that the piece broke off inside of the pt. The additional medical staff performing the procedure could not find the broken piece.